Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2017-01421; 3005168196-2017-01422. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the superior mesenteric artery (sma) using ruby coils. During the procedure, while advancing three ruby coils out of the tip of the non-penumbra microcatheter, the physician met resistance each time and was unable to deploy the coils. Therefore, the ruby coils and the microcatheter were removed. The physician indicated that he felt that the end of the microcatheter was damaged during the initial tracking into the aneurysm. The procedure was then successfully completed using four new ruby coils and a new non-penumbra microcatheter. There was no report of an adverse effect to the patient.